Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was successfully completed with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient's fev1 was not reaching 80% of baseline pulmonary function tests. Therefore, she remained in the hospital overnight for observation. During her hospitalization, the patient received intravenous solu-medrol and nebulizer treatments. She was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, the patient returned to the physician's office complaining of wheezing, productive cough, chest discomfort from coughing and dyspnea. The physician prescribed zithromax, prednisone taper and tussoinex. The event of asthma exacerbation resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.26, fev1 % predicted: 78.47, fvc: 2.72, fvc % predicted: 78.16. Post-bronchodilator: fev1: 2.43, fev1 % predicted: 84.38, fvc: 2.89, fvc % predicted: 83.05.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.